Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose levels and that the sensor glucose reading was inaccurate. The blood glucose reading was between 80 to 124 mg/dl. The customer stated that the sensor glucose reading was 60 mg/dl or below. He reported that the inaccurate readings began about 2 weeks prior. The most recent blood glucose reading was 118 mg/dl. The customer stated that the insulin pump alerted bad sensor and alarmed calibration errors, change sensor, and lost sensor. He noted issues with the sensor losing contact with the insulin pump. He treated low blood glucose with glucose tablets and yoghurt. He advised that his low blood glucose levels were due to activity, not due to a device malfunction. He was advised to change out the sensor. Nothing further reported.